Event description:
A caller reported a malfunction on their pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was informed that a replacement pump with updated software would be sent, and backup insulin delivery would be managed through multiple daily injections. The support team provided guidance on returning the malfunctioning pump and handling the new one, which the caller understood.